Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Motor error alarm during the basic occlusion and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test on insulin pump due to motor error and prime fill anomaly. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratched on lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they replaced the batteries in the device but it still alarms. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but she does place the device in her pocket when in use. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.